Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30883, 3006705815-2020-30884, 1627487-2020-30527, 1627487-2020-30528. It was reported that the patient experienced body pain due to infection of the implant. In turn, surgical intervention was undertaken wherein the entire scs system was explanted on an unknown date. It is unknown where the infection originated, therefore all products are being reported.